Event description:
It was reported that pump experienced repeated cartridge alarms that did not occur during loading and persisted despite using consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load new cartridge with guidance from technical support but alarm recurred, so pump was scheduled for replacement, customer reverted to multiple daily injections as backup insulin therapy, received instructions for storage mode, transferring pump settings, connecting glucose sensor to replacement pump, and returning problematic pump using prepaid label.